Event description:
Additional information was received that the cause of the pi events was unknown. They resolved. The patient would be observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was lightheaded and was thought to be dehydrated. They suffered hemodynamic compromise and required the initiation of inotropes. The patient was admitted on (B)(6) 2024. A lot of pulsatility index (pi) events were noted. A log file analysis was requested.

Manufacturer narrative:
Section a4: patient weight corrected. Section d4: primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the report of pi events; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted controller event log file contained data on 23aug2024. Many pulsatility index (pi) events were captured between 12:46:56 and 14:14:23. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.